Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had pus coming from the driveline site. The driveline infection was treated with antibiotics.

Manufacturer narrative:
The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.